Event description:
The user noticed a dripping probe on the rinse mechanism and received questionable results for an unknown number of patient samples for multiple assays. The samples were repeated on cobas c501 analyzer serial number (B)(4). Of the data provided for 10 patient samples, the results for eight patient samples were discrepant. Patient sample 1 initial ion selective electrode (ise) sodium result was 132 mmol/l with a data flag, repeat result was 141 mmol/l. Patient sample 2 initial sodium result was 123 mmol/l with a data flag, repeat result was 131 mmol/l with a data flag. The initial creatinine jaffe generation 2 (creatinine) result was 0.19 mg/dl with a data flag, repeat result was 0.97 mg/dl with a data flag. Patient sample 3 initial sodium result was 132 mmol/l with a data flag, repeat result was 142 mmol/l. The initial calcium result was 7.3 mg/dl with a data flag, repeat result was 9.4 mg/dl. Patient sample 4 initial creatinine result was 0.92 mg/dl, repeat result was 1.40 mg/dl with a data flag. Patient sample 5 initial sodium result was 130 mmol/l with a data flag, repeat result was 140 mmol/l. The initial ion selective electrode (ise) chloride result was 96 mmol/l, repeat result was 106 mmol/l. Patient sample 6 initial sodium result was 132 mmol/l with a data flag, repeat result was 140 mmol/l. The initial ion selective electrode (ise) potassium result was 4.6 mmol/l, repeat result was 5.1 mmol/l. The initial creatinine result was 0.24 mg/dl with a data flag, repeat result was 0.97 mg/dl. The initial calcium result was 7.4 mg/dl with a data flag, repeat result was 9.2 mg/dl. Patient sample 7 initial creatinine result was 0.57 mg/dl with a data flag, repeat result was 1.41 mg/dl with a data flag. The initial aspartate transaminase (ast) result was 148 u/l with a data flag, repeat result was 27 u/l. Patient sample 8 initial sodium result was 133 mmol/l, repeat result was 141 mmol/l. The initial creatinine result was 0.48 mg/dl with a data flag, repeat result was 0.95 mg/dl. The initial uric acid 2 (uric acid) result was 4.8 mg/dl, repeat result was 8.8 mg/dl with a data flag. The initial calcium result was 7.9 mg/dl with a data flag, repeat result was 10.0 mg/dl. The initial results were reported outside the laboratory. The repeat results were considered to be correct. No patients were adversely affected. The sodium, potassium and chloride electrode lot number and expiration dates were not provided. The creatinine reagent lot number was (B)(4) with an expiration date of 06/30/2013. The calcium reagent lot number was (B)(4) with an expiration date of 05/31/2012. The ast reagent lot number was (B)(4) with an expiration date of 01/31/2013. The uric acid reagent lot number was (B)(4) with an expiration date of 09/30/2012. The field service representative determined there was a sticking vacuum valve. He cleaned the valve assembly and tested operation. To verify the analyzer operation, he performed instrument testing and checks which were in accordance with specifications. He also ran precision testing. The user performed quality control to their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.